Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Lastly, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue.